Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence and fluid loss. A surgical procedure was performed to remove and replace the aus. The medical staff were unable to determine the source and location of the leak; however, the balloon was empty when explanted. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.